Event description:
Caller reported an occlusion alarm, and no adverse impact to the customer's blood glucose level was observed. Technical support instructed the caller on various corrective actions, including disconnecting tubing from the site, tightening connections, and performing specific bolus deliveries, which initially did not resolve the issue. Ultimately, the customer loaded a new, empty cartridge and delivered a successful bolus. The resolution involved the customer replacing supplies as necessary and resuming insulin therapy.